Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, the device was interrogated and found in backup vvi mode. Hv charging was noted due to external noise. The device could not be reprogrammed. The device was explanted and the patient condition is stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power on reset that occurred at the onset of charging for vf therapy caused by noise. The cause of the power on reset was not determined as it was not replicated during testing. The device was tested on the bench and in the ate system and no anomaly was detected.